Manufacturer narrative:
The recipient was reportedly prescribed augmentin 875 twice daily for 10 days. The recipient's swelling improved. The recipient was then prescribed medrol dosepak and 3 warm compresses daily. Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling has resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient was prescribed antibiotics for 10 days and discontinued device use as needed.